Event description:
(B)(4). I was experiencing severe abdominal pain and went to the emergency room. After testing, they diagnosed me with pelvic inflammatory disease. I had no sexually transmitted disease, and married since 2010. After hearing other side effects of this procedure, I'm thinking it was from the essure. I had my essure procedure done in 2010. In 2011/2012 I had to have a thermal eblassion done (painful). I also experience rapped mood swings, headaches, nausea, and was in mental health counseling for depression for 6 months this year. I haven't experienced so many complications until after my essure procedure.